Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause is unknown. The device was returned unrepaired at the customer's request. If any additional information is received, a follow-up will be sent.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found with 2 occurrences of an air detected set alarm on channel b. This condition interrupted delivery and may have been a false alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.